Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the insulin was not being pushed. The customer's blood glucose was 309 mg/dl at the time of incident. The customer's blood glucose was 415 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they had symptoms of high blood glucose. The customer mentioned that they did not perform fill tubing. The customer stated that the issue was resolved at the time of call. The insulin pump will not be returned for analysis.